Manufacturer narrative:
The device has been returned/received to date ad is pending an investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed early before the pod was activated; this indicates a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
Soft cannula was in the deployed state when the device was received. The data showed that the first priming sequence and the second priming was completed before the pod was deactivated at 56 pulses. No damage or defects were found on the needle mechanism assembly. The needle mechanism was reset and fired properly during manual deployment. No other damage or defects were found. The cause and timing of the reported event could not be determined.